Event description:
The caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to uninstall and reinstall the mobile app, advising them to follow up if battery depletion exceeded 35% per day; the customer understood and acknowledged these steps.